Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Evaluation status 1 reported event was not confirmed during testing; however: 1 device was found to be affected by a failed electrical component. Additional information : 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes malfunction event in which the device was smoking. 1 event had no patient involvement; no patient impact.